Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, there was a medication spill in the film height drawer. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex c.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, there was a medication spill in the film height drawer. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that medication spill in film height drawer. The field service engineer logged into hardware test application (hta), ejected the cubies, and cleaned the spill. Inspected the drawer and cubie connectors, tested the drawer, and rebooted the station into the application. The system functioned as intended after the field service engineer resolved the issue.